Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a posterior l4-s1 decompression and instrumented fusion operation and was implanted with the stryker xia 3 instrumentation. It is further alleged that the patient underwent a lumbar spine CT on (B)(6) 2011, which revealed issues with the xia 3 instrumentation and component parts, which required an anterior fusion to the lumbar spine in (B)(6) 2012 and another surgery in (B)(6) 2013 to remove portions of the stryker xia 3 instrumentation. ,

Manufacturer narrative:
Method: device history review; results: the customer reported xia 3 device issue was not confirmed, as no information has been made available and no devices have been returned that could aid in confirmation of the event. As a result, it is unknown, which xia 3 devices are in question and what their reported failure modes were. Conclusion: this lack of information, a root cause cannot be determined.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a posterior l4-s1 decompression and instrumented fusion operation and was implanted with the stryker xia 3 instrumentation. It is further alleged that the patient underwent a lumbar spine CT on (B)(6) 2011 which revealed issues with the xia 3 instrumentation and component parts, which required an anterior fusion to the lumbar spine in (B)(6) 2012 and another surgery in (B)(6) 2013 to remove portions of the stryker xia 3 instrumentation.